Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle experienced a breach in sterility when the "needles partially penetrated the protective cap" prior to use.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle experienced a breach in sterility when the "needles partially penetrated the protective cap" prior to use.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation.